Event description:
Per tbm while the unknown patient that was using the manual chair as a loaner the side frame where the camber tube attaches to the center of gravity adjustment the frame broke on both sides. Per tbm he was advised that at the time of the incident the consumer was wheeling themselves up there driveway when the incident occurred. Per tbm the consumer did not fall and was transferred to a back up chair, no injuries.